Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one patient. The following data was provided: sid: (B)(6). Initial result = 9.1 mg/dl, repeat = 2.0 mg/dl.. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by washing the cuvettes manually, cleaning the wash nozzles, and replacing the dry tip and peristaltic pump tubing. A definitive cause of the discrepant result was not identified. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional tickets associated the issue. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6).

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6) initial result = 9.1 mg/dl, repeat = 2.0 mg/dl no impact to patient management was reported.